Manufacturer narrative:
Result of investigation: vyaire medical failure analysis received the turbine was not able to duplicate the reported issue. Visually inspected turbine assembly. Visually inspected the turbine assembly found no anomalies. Installed turbine on a known good vela unit and powered into user mode. The unit was cycling normally without any alarms. Allowed the unit to cycle for 1 hour no issue were seen after cycle time. Performed section 7.2.1 delivered volume test unit passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable) while on a patient. The customer confirmed that there is no patient harm associated with this reported event.